Event description:
1 reported false positive sofia2 sars result for a 10 month old. It is unknown whether the patient was symptomatic or asymptomatic. The customer communicated that result was confirmed negative by pcr testing. Attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email